Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that by removing the collector, this one adhered the vessel wall, making the removal difficult.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult stylet removal was confirmed and the cause was use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with an inlaid stylet with t-lock assembly. Light usage residue was observed within the catheter tubing. The stylet had been manipulated within the t-lock assembly. Bunching of the catheter material was observed near the molded joint. The catheter tubing measured 28.8cm in length. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Attempts to remove the stylet were unsuccessful and increased the amount of catheter bunching observed. Microscopic inspection of the catheter tubing confirmed material bunching and revealed regions that appeared adhered to the stylet. The observed interference between the catheter and the stylet indicated that the initial attempt to remove the stylet had been made prior to wetting the catheter. The stylet possesses a hydrophilic coating and must be wetted prior to removal in order to reduce the friction between the catheter and the stylet. The product IFU states ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rexd2178 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.